Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. Sample # (B)(6): had been shortened at the 20cm marking. During flushing over the orange hub, the catheter was leaking in the middle of the bump-tube. During microscopic examination typical signs of a pressure burst became visible as well (see photo). For sample # (B)(6). It was possible to flush over the green hub without leakage. As each catheter is leak and flow tested before packaging and the catheter worked well for 8 days, we can exclude a manufacturing defect. This is the first complaint for the involved batches and the 2nd complaint received for this reason of complaint on code (B)(4) within the last three years.

Event description:
Nurse reports hole in catheter / leaking from orange hub.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Nurse reports hole in catheter / leaking from orange hub.